Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a pads ECG waveform during a pt event. There was no report of negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to acquire a pads ECG waveform during a pt event. There was no report of negative pt impact.